Manufacturer narrative:
Manufactured march 22, 2016 ¿ march 23, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was observed with a large volume infusor. The infusor was filled with 240 ml of drug solution. After 55 hours, 80 ml of solution remained. There was no patient injury or medical intervention associated with this event. No additional information is available.